Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The orvil anvil was observed to be tilted and separated from the tubing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. While passing the device through the mouth to the stomach, the tubing disengaged from the anvil. The device was not properly loaded. There was difficulty removing the stapler from the cavity. In order to remove the device, an ear nose throat doctor was called in to dislodge the anvil from the esophagus. There was no patient injury due to the product problem. Surgical time was extended by thirty minutes or more but there was no adverse effect to the patient. A new device was used successfully. Patient status is alive, no injury.